Event description:
It was reported that the pump battery was depleting rapidly. Customer's blood glucose (bg) level was described as "high"; a manual injection was administered to address bg. Troubleshooting was performed and it was confirmed that the pump battery was depleting as intended. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.